Manufacturer narrative:
It was reported that the patient has laxity and requires thicker poly inserts. The patient had a severe valgus deformity prior to their primary surgery. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity and requires thicker poly inserts. The patient had a severe valgus deformity prior to their primary surgery. Revision surgery is planned to exchange the poly inserts.